Event description:
It was reported that the customer had to change her infusion set 2 times due to high blood glucose levels. Customer's blood glucose level was over 400 mg/dl. Customer has been having high blood glucose levels and yesterday the customer ran out of insulin and the pump did not alarm. Customer treated with the pump. Customer declined to check for possible site/insulin issues. Customer stated that their doctor made changes to their pump programming. Troubleshooting was performed and the customer declined to perform the high pressure test. Customer was advised to change the entire set, reservoir, and insulin. Customer stated that the pump did not alarm with a low reservoir. Customer was advised to check with their health care provider regarding injections. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.